Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-07699. It was reported one of the patient's leads had migrated. In turn, the patient will undergo surgical intervention to address the issue. No further information is known at this time. It is unknown which of the patient's; leads had migrated. Therefore, all suspected devices are being reported.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-07699. Follow-up information revealed the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Effective therapy was regained following the procedure and the issue is resolved.